Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing micro endoscopic discectomy. Intra-op, the images from the scope appeared foggy; and some scratches on the tip of the scope were noted. The product came in contact with the patient. There were no patient complications as a result of this event.